Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows an unsealed product tray with one loaded syringe with needle, one guidewire hoop, port attached with catheter, one right angle non coring needle. Some surgical components were noted near the tray. The investigation is inconclusive for the reported collapse issue as provided photo is not sufficient to confirm the event. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using MRI powerport isp. The patient was diagnosed with breast cancer, and the procedure involved puncture of the right internal jugular vein. During the procedure, the catheter was observed to have an abnormal collapsed section measuring approximately 0.2 cm in length at the 15 to 15.5 cm position, which was not consistent with the normal condition of the catheter. The procedure was completed using another device. There was no reported patient injury.